Event description:
The customer reported to beckman coulter (bec) that less than 50 ml of fluid of unknown source, and described as possibly clenz, was leaking from the coulter hmx hematology analyzer with autoloader while running patient samples. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. The material safety data sheet (msds) did not need to be reviewed and no one had to seek any medical attention. There is a risk management/exposure control plan in place. No erroneous results were generated as a result of this event. No death or injury is associated with this incident and no changes were made to any patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed a leak from normally closed (n/c) lv43 tubing which had a pinhole. The fse also confirmed that the leak did not affect patient or quality control (qc) results. The latron control scatter was adjusted for latron control recovery improvement after reviewing the qc data. Results met published performance specifications. Failure mode was related to a pinhole in the lv43 tubing. Beckman internal number for this report is (B)(4).